Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation, therefore no eval could be performed. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, after loading and pulling the heartstring iii proximal seal, the seal cracked. A new kit was opened to complete the procedure. There were no pt effects. The product was discarded.